Event description:
Boston scientific has become aware of the following event: the lesion was 100% stenosis with calcified of proximal lad. It tried a cross of lesion while assisting pt2ms0.014 with maverick otw1.5/15, but it was not possible. It was able to cross when it changed gw to whisperms0.014. However, maverick2 did not cross. Therefore, it was able to cross when it changed to ryujin-plus1.25/10. Dissociation occurred in lcx-lmt after having enforced expansion of proximal lad with ryujin. Therefore, it enforced a diagnosis of lad-lmt and lcx-lmt by atlantissrpro2. As a result, lad-lmt and lcx-lmt did dissociation. Therefore, cypher2.5/18 did placement in proximal-lcx. Express2-4.0/12 did placement at 9atm in lmt from proximal edge of cypher- stent afterwards. When it checked with x-ray, the expansion of stent was good. It tried a diagnosis of lcx-lmt by atlantissrpro2 afterwards to check expansion of stent. It enforced imaging from distal of cypher stent to proximal of express2 in autopullback. As a result, the expansion of two stent was good. It tried withdrawal of atlantissrpro2, but was impossible afterwards. The radiopaque marker was the position where two stents overlapped. It did not move even if it slightly strongly pulled. When it slightly strongly pulled, mach1gc and pt2ms came out of coronary. It inserted gc in coronary again and it pulled atlantissrpro2, but did not move. The physician removed imaging-core from telescoping-shaft of atlantissrpro2, and he tried withdrawal in the state that it inserted 0.014gw in instead, but it was not possible. Next, he inserted telescoping shaft in terumo5frst01 catheter, and it tried withdrawal, but is was not possible. It withdrew from coronary forcibly slowly after all. However, the tip was caught in a sheath and was not able to withdraw. Therefore, it cut a shaft with 30cm from the tip and extracted the remainder in ccu.

Manufacturer narrative:
The device history record has been reviewed and no issues or discrepancies were found which appear to relate to this complaint. No similar complaint by event description was found in the same lot. During investigation, it was found that the complete catheter was not returned, only part of the sheath assembly was returned 43.0cm from the distal tip end. Kinks were observed in the sheath and imaging window assembly 13.2cm, 14.2cm and 42.5cm from distal tip end. The imaging window appeared stretched approximately 3.0cm long. The guidewire exit port was lifted and ripped 2.0mm long. The guidewire that was used during procedure was not returned. The functional check cannot be done due to missing parts of the catheter. The root cause for the inability to withdraw the imaging catheter from the stent has not been determined. CAPA has been opened to investigate the root cause for occurrence of this type and to determine the appropriate corrective action required, if any. Trending will be done outside of the individual investigations on a regular basis to track the issue over time and further assess the need for corrective action. The duplicate MFR report number was created in the transition from manual MFR report # log to use for the new automatic complaint management software. This supplemental report is in reference to originally reported MFR report #6000084-2006-00001, which was duplicated. This supplemental report includes device evaluation in addition to the information provided in the original report.